Manufacturer narrative:
Product complaint # (B)(4). Batch # r5964c. Device evaluation summary: the analysis found that one psee45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst45w cartridge reload was received unfired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: can you please provide more event details? No additional information was provided. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Unknown but the device was sent back with the jaws closed. Or, were the staple line and cut line approximately equal in length (device partially fired and stopped)? Unknown. Was the device locked on tissue with the jaws closed? Unknown. If yes, how was the device removed? Unknown. If yes, did the jaws eventually open? Unknown.

Event description:
It was reported that during a lap appendectomy, it appears the battery did not function, they switched it ninety degrees and it still did not work, manual override not working. Case completed with another device of the same product code. There is no further information available about the event. There were no patient consequences reported.